Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: according to the information provided, it was reported that during a shoulder repair the tip of the expressew iii autocapture + suture passer is not taking the needle thru the gun anymore. The complaint device was received and evaluated. Visual observations reveals the device is slightly worn, used but in expected condition. In addition, the hook on the lower jaw of the passer has been significantly deformed. To test its functionality, an eiii needle was loaded into the device and was tested on a sample rubber strip. When loaded the needle, it showed difficulty to put into the gun and after several times to load it, it revealed that the needle deploy with difficult too. Therefore, the gun is not functioning as expected due to it was very hard to deploy the needle causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. The root cause of the lower jaw failure can be attribute when the device is constantly used that wears away, as this device is reusable, the metal from an excessive of wear begins to lose the shape. For the device jammed could be an improper maintenance would lead to tissue or bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was placed in long term hold. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via phone that during a shoulder repair the tip of the expressew iii autocapture + suture passer is not taking the needle thru the gun anymore. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.